Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an unlatched cassette alarm. Per reporter, the latch had been locked, preventing them from fully removing the cassette to troubleshoot. The registered nurse had intended to advise them to power off and restart the device, but they had declined, stating it had not worked previously. They had also mentioned that the cassette connection felt loose. The patient and their family were advised to contact the provider for further instructions, and they had verbalized their understanding. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1- reporter facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.